Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly and the battery power cable assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery power cable assembly and the power pcb assembly. The excessive wear can cause an increased impedance path along the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop triggers the power fail detector circuit of the device. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.